Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. During the revision the physician noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR: should have been - yes. - final analysis found that all five filars of the inner coil were fractured in the proximal region of the lead. The fractured inner coil found likely caused the complaint of the noise reported from the field.